Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that when using the bd pyxis¿ es server orders were verified and reverified multiple times before user could see at device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
Additional information: section h imdrf annex codes. A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 12-nov-2014 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the order was reverified multiple times before crossing to station. A technical support specialist dialed into the servers and stopped the bd data synchronization service, external messaging service, and maintenance service. Extract transform load (etl) was also disabled on rpt's server. The servers were rebooted to allow windows updates to be completed. After rebooting, all services were restarted and etl re-enabled. Validation was performed, confirming successful connections and station subscriptions. Users were notified via email. The system functioned as intended after the technical support specialist troubleshot the device.

Event description:
It was reported that when using the bd pyxis¿ es server orders were verified and reverified multiple times before user could see at device. The customer reported there was a delay in dispensing medications to the patient. There were no adverse events or injuries reported based on this event.